Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and pregnancy with contraceptive device ('pregnancy') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". The patient's concurrent conditions included sinus headache, lower abdominal pain, vaginal haemorrhage, back pain, nausea, diarrhea, vomiting, unable to eat, gastroenteritis and hypokalemia. Concomitant products included methadone. In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain") and was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). The patient was treated with surgery (removal of essure). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the pelvic pain, pregnancy with contraceptive device and abdominal pain outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure (ess205) occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). The reporter commented: patient did not allege birth defects. Concerning the injuries reported in this case, the following one was confirmed in patient¿s medical records: pregnancy. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received: new event abdominal pain were added. No lot number was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This prospective pregnancy case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") and pregnancy with contraceptive device ("pregnancy") in a female patient who had essure (ess205) inserted. Other product or product use issues identified: device ineffective "device ineffective". In (B)(6) 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and pregnancy with contraceptive device (seriousness criterion medically significant). Last menstrual period and estimated date of delivery were not provided. The patient had essure (ess205) during the first trimester of pregnancy. The patient was treated with surgery (removal of essure). Essure (ess205) was removed in (B)(6) 2012. At the time of the report, the pelvic pain and pregnancy with contraceptive device outcome was unknown. The pregnancy outcome was not reported. The reporter considered pelvic pain and pregnancy with contraceptive device to be related to essure (ess205). Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.